Event description:
Patient underwent fusion at l4-s1 and subsequent tplif at adjacent level l3-l4. Patient complaint of pain. X-rays showed non-union at right l5-s1 and loose click'x locking cap. Pseudoarthrosis noted at right s1. Patient re-instrumented at l3-s1. This is the 2nd of 3 reports submitted on this event.

Manufacturer narrative:
Additional information has been requested. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.